Manufacturer narrative:
Foreign postal code (B)(6).

Event description:
It was reported that the surgeon went to pass the suture from the medial row through the cuff and the spring on the trap door broke. There was no part left in the patient. A backup device was available for use.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the spring on the trap door broke. A visual inspection was performed and showed the trap door spring is intact. However, it has been bent beyond its yield point and it is protruding from its capture slot. In the bent condition the spring reload is reduced to where the trap door is free to open without the intended aid of a suture passer needle. Distal to the bend the spring is in the correct orientation to be captured in the intended location. Possible cause but unconfirmed is the proximal end of the spring caught on some object. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No further investigation is required.